Event description:
Pt experienced burning after placing lenses on eye (pt had worn lenses previously).

Event description:
Pt experienced burning after placing lenses on eye (pt had worn lenses previously).